Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end-of-life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.